Manufacturer narrative:
Investigation by ge healthcare revealed poor maintenance of the device by the user and not following service procedures as the root cause of the fire based on evidence collected from the site and on interviews with the hospital staff. The device alarmed appropriately prior to the event. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit got burnt. There was no reported patient injury.